Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty transformer on the pace/defib engine assembly. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.